Event description:
It was reported that the drill bit shaft fractured. There was no reported patient injury as a result of the malfunction. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified the tip of the drill has fractured. Fractured part is visible. No device returned, further analysis cannot be made. Lot identification is necessary for review of device history records, lot identification was not provided. Attempts have been made to gather lot product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.